Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 459mg/del at the time of the incident. The customer treated with a manual injection and declined to troubleshoot for the high reading. The customer stated that the act button was unresponsive. The customer also stated that the insulin pump had received a button error, weak battery and frozen screen leading to the keypad issues. The customer also stated that the drive support cap was at an angle. The customer stated that the time on the clock advanced when monitored. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.